Event description:
It was reported by service report that the footend base crosstube was bent. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Footend base crosstube.